Event description:
The accounts engineer stated that the head hi/low function will not stay up. It is drifting down slowly.

Manufacturer narrative:
The technician replaced the head hi/low valve to repair the bed.